Manufacturer narrative:
Additional info: instrument torque mechanism functionally evaluated; torque readings were taken and all individual torque readings were also found to be within print specification ranging from 72-88 in/lbs. Visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface at approximately 45 degrees, which is indicative of torsion. The torsional indication of the fracture, in conjunction with and the age of the instrument and confirmation of both relevant dimensional and material hardness specifications suggest torsional cyclic fatigue as the mechanism of failure. There is a small fragment of the tip missing that was between the retaining tabs. This fracture appears to be from overload after the initial failure.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion. It was reported that during tightening of the nut the driver broke. No patient complications were reported.